Event description:
Saline leakage was observed from the dpt. Location leakage was not specified in complaint. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.